Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the second of two devices implanted during the same procedure. It was reported to boston scientific corporation that an advantage system was implanted on (B)(6) 2008. As reported by the patient's attorney, the patient underwent a procedure for revision of the advantage device on (B)(6) 2016 due to vaginal foreign body and extruded vaginal sling. Boston scientific has been unable to obtain additional information regarding the event to date.